Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The patient's spouse reported that the patient was "having a heart attack all night" and having rapid and heard heart beats. It was further reported that the right ventricular (rv) lead had dislodged. The rv lead was found to have no capture. Follow-up with the physician's office confirmed no patient complications. A lead revision was done and the rv lead was successfully repositioned. No patient complications have been reported as a result of this event.